Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received five inappropriate shocks and the right ventricular (rv) lead was oversensing with noise and high impedance observed. Further information was received, which indicated the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced at the time of the lead revision procedure, as the physician was unsure if the noise was due to the lead or the defibrillation connector of the device. No patient complications have been reported as a result of this event. The rv lead was replaced. No patient complications have been reported as a result of this event.